Manufacturer narrative:
The electrode lot number is bgp48 with an expiration date of 08-nov-2025. The calibration was acceptable. The qc was outside of the range for both levels. The alarm trace showed "sample probe: abnormal aspiration errors". The customer cleaned the sample probe, which appeared to resolve the issue. The customer's qc and calibration was acceptable after the sample probe was cleaned. The investigation determined that the customer maintenance resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 151 mmol/l. The (B)(6) 2025 the result was 139 mmol/l. On (B)(6) 2025 the result was 140 mmol/l. The sample was repeated because the customer experienced issues with qc.